Event description:
It was reported through the evaluation that the a recently transplanted patient's system controller had inner conductor breakdown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the system controller serial number (B)(4), returned following a routine heart transplant, revealed inner conductors breakdown. The inner conductors breakdown did not affect the controller¿s ability to operate a test pump during analysis and did not result in any atypical alarm. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1312, 23 hours and 49 minutes to day 1321, 1 hour and 36 minutes where routine power cable disconnect alarms were recorded. The last recorded entries revealed numerus active alarms consistent with the transplant procedure. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook (rev. D) and operating manual (rev. F) cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual (rev. F). No further information was provided. The manufacturer is closing the file on this event.